Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024,it was reported that the patient encountered infusion set cannula was kinked within 3 or more hours after insertion which led to high blood glucose level of 515mg/dl. The customer addressed the high blood glucose by correction bolus via pump and got admitted to the hospital. The insertion site was at upper abdomen which showed redness. The patient regularly rotated the site location. Patient received saline and insulin as corrective treatment.the issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. No further information available.